Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges cough, nasal irritation and soreness. The patient reported using an ozone-based disinfection device (so clean). There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. Patient states he was diagnosed with deep cough and nasal irritation. Patients couldn't recall the date of diagnosis and states he received medical treatment. Patient states his physician could not confirm that the cough and nasal irritation was related to the use of the device and alleges his cough worsens when he takes off the device in the morning. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.